Manufacturer narrative:
(B)(4). Follow up information was received by the nurse. On (B)(6) 2012, the patient was discharged from the hospital with ongoing treatment and improved status. This peritonitis event was resolving. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of break in aseptic technique, peritonitis and chest pain coincident with dianeal pd2 therapies. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced chest pain and peritonitis, manifested by slightly hazy effluent and was hospitalized. On an unreported date, the patient began treatment with vancomycin (500mg, route and frequency not reported) and ciprofloxacin (500mg, route and frequency not reported). At the time of reporting, the patient was still hospitalized. The cause of the peritonitis was a break in aseptic technique

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.